Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, other/defective. Toggle hitting bottom of housing. Possible physical damage. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, other/defective. Toggle hitting bottom of housing. Possible physical damage. 4 way toggle is sticking, 4 way toggle is sticking in 3 of the 4 direction and will continue to activate the actuator.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
4 way toggle is sticking, 4 way toggle is sticking in 3 of the 4 direction and will continue to activate the actuator.